Event description:
It was reported that the customer's blood glucose was 223 mg/dl when she received a sensor reading of 96 mg/dl, triggering a threshold suspense of insulin on her insulin pump. The customer treated with a bolus. The customer removed the sensor from his body and it was not bent. Nothing further reported.

Manufacturer narrative:
An opened and used sensor was inspected. A bicarbonate buffer test was failed per specifications, due to high readings.